Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob and weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the aiming arm was blocked. The nail had to be removed and the helical blade was placed manually. No delay to surgery time. Procedure was completed successfully. This complaint involves one part. Concomitant parts reported: 1 plate part unk. Lot. Unk, 1 nail part unk. Lot unk. This report is 1 of 1 for (B)(4).